Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was 200 mg/dl. A cause of the past occlusions could not be identified and the contact declined tandem technical support's offer to troubleshoot the current occlusion.